Manufacturer narrative:
(B)(4). D9: product returned incomplete, it has been only returned the locking bar, the tibial tray remains implanted. D10: associated medical products: vngd ps tib brg 10x63/67mm ref. 183620, lot number: 020680. G5: this product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) initial MFR report number: 0009610576-2021-00002.

Event description:
Patient received a tkr on (B)(6) 2020 and on (B)(6) 2021 he went through a revision due to the dissociation of the locking bar. The locking bar was inserted into the medial soft tissue. The revised products are the locking bar and the bearing (tibial part remains implanted).

Manufacturer narrative:
(B)(4). Associated medical products: vngd ps tib brg 10x63/67mm ref. 183620, lot number 020680. PMA/510k: this product is manufactured by biomet (B)(4) orthopaedics, (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Device not received yet for evaluation.

Event description:
Patient received a tkr on (B)(6) 2020 and on (B)(6) 2021 he went through a revision due to the dissociation of the locking bar. The locking bar was inserted into the medial soft tissue. The revised products are the locking bar and the bearing (tibial part remains implanted).